Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.

Event description:
Reportedly, the pt died at home. An investigation involving facility brought in, to look into possible device malfunction is pending. The device will not be returned as it is being held as evidence for investigation. Device memory data were retrieved for analysis.